Event description:
It was reported via repair work order that the foot left siderail was stuck in the down position due to the bent siderail timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.